Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that during a routine pump replacement for end-of-life battery replacement, a leak and defect were discovered in her existing catheter near the pump connection. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if troubleshooting was performed. Action/intervention: the pump and the catheter were explanted on 2023-07-23. The issue was resolved after the system was replaced. The patient medical history and weight were not available due to legal/confidential reason. The patient status was alive an no injury.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# n202368032 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2023 product type catheter pro duct ID 8709sc lot# n179050028 serial# implanted: (B)(6) 2008 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 8709sc, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.